Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had intermittently responsive keypad and the buttons were sticking. The insulin pump had alarmed button error earlier the day of the phone call. The customer's blood glucose was 257 mg/dl, which was treated with manual injection. The caller stated that the insulin pump got exposed to lake water while boating. There were button error, bad battery, and battery out limit alarms present in the alarm history of the insulin pump. The caller declined troubleshooting for the battery out limit and bad battery alarms because, they stated, they knew it was due to replacing the battery. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. No unexpected battery out limit or failed battery test alarms was noted. Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.